Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that a "ec-check disk / retaining ring" error appeared on the orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device a blood spill was found. The machine was decontaminated and the components which were damaged were replaced including the battery. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).